Manufacturer narrative:
Date sent: 11/6/2009information anticipated, but unavailable at this time.

Manufacturer narrative:
Date sent: 11/17/2008the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue.

Event description:
It was reported that during a gyn laparoscopy, the device was being used and the tissue pad came off and fell into the patient. The tissue pad was retrieved. The device burned the colon. A general surgeon was called in, to stitch and repair the burned colon. It is unknown if these are related events. It is unknown how the case was completed. Unknown if there was any other patient consequences.the first device used by the surgeon had the tissue pad come off. The pad was retrieved from patient. Opened new device for right side of patient, and this device inadvertently burned the patient¿s colon. General surgeon placed a stitch in colon to repair. Patient is doing fine.

Event description:
The pt was injected in both the right and left nasolabial folds and the lips. The pt allegedly developed bruising on the right nasolabial fold and nodules in her lower lip. The pt applied vinegar to the bruise. The injected areas were drained. The pt was treated with antibiotics, specifically zyvox.